Event description:
Complainant alleged that while attempting to cardiovert a pt (age & gender unk) the device failed to discharge. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. The facility's biomed dept was unable to duplicate the reported malfunction.